Event description:
A facility reported that the mlx 300w xenon lightsource (00mlx) has a burning smell when powered on. Also, electrical housing was loose or disconnecting from light source. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.

Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was returned for evaluation. Device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - upon evaluation, the xenon lightsource failed lamp hard start when powered on, the mirror holder was melted and the power entry module was damaged. The lamp, mirror holder and the power entry module has been replaced to correct these issues. Also, the fans inside of the unit were not working. It was discovered that fan harness inside the unit was disconnected form the control board. The fan harness has been reconnected to the control board to correct this issue.   Root cause - the returned xenon lightsource was in used condition with a disconnected fan harness due to rough handling/environmental damage. Disconnected fan would be unable to function properly, and lead to the issue of overheating/burning smell. The reported complaint was confirmed. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.